Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the instrument on the universal surgical manipulator 2 (usm2) was moving without the surgeon command. The customer clarified that the instrument was moving up and down. The customer elected to remove the usm 2 and proceed the case with the remaining usms. The technical service engineer (tse) did not find any related errors in the system logs and advised the customer to power cycle the system when the case was completed. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field services engineer (fse) contacted the customer to follow-up with the reported issue. According to the customer, the issue was resolved following a power cycle to the system and it has since been working normally. The fse did not perform a site visit, and no product is expected to be returned.